Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A ccc specialist reviewed the instrument data which indicated a sample mixing issue. The ccc specialist remotely aligned the sample probe and performed service methods tests on sample probe 1 (s1) and reagent 1 probe (r1), resulting within limits. However, there was an issue with the air knife on both probes. A siemens customer service engineer (cse) was dispatched to the customer site. While evaluating the instrument, the cse replaced the reagent 1 probe (r1) and the sample 1 probe (s1) and s1 mixer. The cse performed alignments and quality controls (qc), resulting within specifications. The cause of the discordant, falsely low mg result is attributed to faulty r1 and s1 probes. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low magnesium (mg) result was obtained on a patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The sample was repeated twice on the same dimension vista instrument, resulting higher. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low mg result.